Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. A break was evident in the inner core wire. The distal weld tip was missing and the inner core wire terminated 1.6in distal of start of coil wire. A bend was evident in the inner core wire near the break site. The coil wire was elongated and broken. Microscopic inspection of the distal tip of the inner core wire revealed material necking in the vicinity of the break. The break surface was dull and granular and exhibited a slightly concave shape. Inspection of the distal end of the outer coil wire revealed similar characteristics. One edge of the break surface exhibited increased luster. The increased luster indicated contact between the guidewire and a metal edge, likely the introducer needle bevel. The material necking, granular edge and concave break shape were typical of a break due to tensile stress. It appeared the guidewire was withdrawn against the needle bevel, causing it to become stuck. Subsequent pulling caused the observed break. The product IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Allegations reported the wire was said to have sheared off as it was being removed from the patient. Additional information it was said: the patient was scanned in order to confirm that there was no guidewire pieces left inside the patient. It was said patient scan confirmed no foreign body in patient.